Manufacturer narrative:
The nurse practitioner stated that after debridement the physician felt there was enough viable tissue left and that v.a.c. Therapy was applied in hopes of helping the leg heal. Due to the condition of the pt at the time and his co-morbidities, the nurse practitioner stated that they were unsure if v.a.c. Therapy may have caused or contributed to the alleged event. V.a.c. Labeling warns, "never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy; or apply an alternative dressing at the direction of the treating clinician." The device met specifications upon return to the service center and based on the therapy history log obtained from the unit, the unit appears to have been functioning as designed. A product malfunction could not be confirmed.

Event description:
It was reported that v.a.c. Therapy was initiated in 2009 for a lower extremity wound after surgical debridement was performed. According to the nurse practitioner, the pt had severe peripheral vascular disease with a history of lower extremity wounds plus several previous surgeries prior to referral to this physician. It was reported by the nurse practitioner that the pt indicated the unit was alarming during the night. The nurse practitioner further stated that while the physician was rounding the next day, v.a.c. Therapy was found off and drainage had collected under the dressing. The nurse practitioner states that a decision was made to take pt to the operating room for amputation. According to the nurse practitioner the pt was recovering as of the following month.